Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced alert 41 after an ilet restart, which indicated an insulin shaft rewind error and resulted in cessation of insulin delivery; the alert was verified in the device history, and the patient¿s blood glucose reached 200 mg/dl, after which the patient transitioned to manual injections while a replacement ilet and replacement supplies were arranged and education on shutdown, backup therapy, data transfer, and return procedures was provided. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin therapy, use of backup manual injections, and shipment of replacement supplies. Investigation included review of device history, troubleshooting with patient education, and logistical arrangements for device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.